Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. Programming changes were recommended.

Event description:
New information received states that that another instance of post paced t wave oversensing was observed. Further programming changes were implemented. The patient was asymptomatic.